Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). This report is for four (4) unknown screws. UDI#: unknown part number, UDI is unavailable. 510: this report is for four (4) unknown screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an original procedure for charcot foot reconstruction was performed on (B)(6) 2015. Post-operatively four (4) screws broke; the patient was originally implanted with eight (8) headless compression screws. On (B)(6) 2016, a revision surgery was performed to explant four (4) intact screws and out of four (4) broken screws (1 was removed completely and the other three (3) screws were removed partially). The patient did achieve union and was revised with a couple of screws and two (2) competitor plates to correct the additional osteotomy and deformity. The procedure was successfully completed; the patient's status/outcome was reported as stable. There were no surgical delays reported. Concomitant devices: out of following eight (8) screws, it was unknown which four (4) screws were removed intact. Part#02.226.700, lot#unknown, quantity (2); part#02.226.765, lot#unknown, quantity (1); part#02.226.770, lot#unknown, quantity (1); part#02.226.775, lot#unknown, quantity (2); part#02.226.780, lot#unknown, quantity (1); part#02.227.350, lot#unknown, quantity (1). This report is for four (4) unknown screws. This report is 1 of 1 for (B)(4).